Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/07/2023 it was reported by a sales representative via sems that an ar-9811 apollo 90' wand tip came off during a shoulder joint ablation. No patient affect.